Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the device to fail the pressure and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow report will be filed.

Event description:
The affiliate reported that the device was implanted via l-p shunt. Initial setting pressure was unknown. It was noted that the ventricles of the patient's brain became too large. The pressure of the valve was changed from 120mmh2o to 40mmh2o. Gait disorder was noted. The device will be replaced due to blockage of the device.